Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed in report and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. (B)(6). Device manufacture date: unknown. Results: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A device history review was not conducted because a lot number could not be determined. Conclusion: bd was unable to confirm the customer¿s indicated failure mode because no samples or photos were received to confirm the stated defect. There are no sales for the product, but complaints will continue to be received for the foreseeable future (for the life of the product and beyond) especially complaints such as broken, dial broke and not working as the devices age and are used by the consumer. No actions will be taken for lancing devices other than to monitor the complaint activity as it occurs. No further action required since product has been discontinued.

Event description:
It was reported that there was a crack in a unknown bd¿ lancet and the needle failed to retract. There was no report of injury or medical intervention.